Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a software problem. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed system fault messages. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing could not reproduce the reported system fault error messages (sf 65, 133, and 101). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault error messages (sf 65, 101, and 133) were most likely due to contamination and a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).